Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing impedance measurements of 1300 ohms and loss of capture. A surgical revision was performed. This lead was tested via the pacing system analyzer (psa), and the high impedance measurements and non-capture were reproduced. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.